Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than intermittent occlusion alarms occurred. Customer's blood glucose level ranged from 300-500 mg/dl. Reportedly, the customer removed the infusion set in an attempt to resolve the issue.